Event description:
The limited available information indicates that the customer reported the device was "falling external paddle test". This is indicative of a condition that could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The limited available information indicates that the customer reported the device was "failing external paddle test". This is indicative of a condition that could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.